Event description:
It was reported that there had been an infection and the health care professional (hcp) thought the patient had come in contact with something that had caused the infection. It was noted that it was thought that the infection was throughout the patient¿s body and not focused at the system, but the hcp wasn't sure. The reporter noted that all components were being removed on the night of the report and there was no plan of a future implant given patient¿s history of infections. It was noted that there were no known system issues and everything was working great for the patient. It was further reported that the patient was cultured and positive for (B)(6). It was noted that everything was removed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).